Event description:
It was reported that a user experienced an unresponsive pump touchscreen during the fill process when attempting to confirm drop observation, preventing progression in setup. Symptoms included no clinical effects. Outcomes included successful completion of setup after the ilet app was connected to the pump and a restart was performed, allowing entry of weight and transition to bionic mode without further issue. Investigation included customer service-guided troubleshooting and device restart via the mobile application. Investigation of this case revealed a transient user interface malfunction that resolved with a software restart, consistent with a temporary device performance issue at the display or user interface level. It was concluded, based on previously established findings for similar reports, that the cause was a transient software-related user interface anomaly.